Event description:
It was reported the infection was at the generator pocket. Reimplant has since occurred. No additional relevant information has been reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had her vns device explanted due to infection. Upon follow-up with the surgeon's office, the explant date of the vns system was reported as (B)(6) 2016. Review of the generator and lead device history records confirmed that sterilization prior to distribution. No additional relevant information was reported.